Event description:
It was reported during a routine device check that this left ventricular (lv) lead pacing impedance had dropped from 1600 ohms to 700 ohms and there was a loss of capture (loc) observed. The physician also noted a lead safety switch (lss) to unipolar polarity had been triggered indicating there had been an out-of-range impedance measurement recorded prior. At this time, the lead remains in service and no adverse patient effects were reported.